Event description:
It was reported that after the patella component was opened and the foil package top was removed, a dark fleck was noticed on the implant.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Visual examination of the received product found no foreign material as reported. The patella component was dimensionally in specification. The device history records were reviewed finding no deviations or anomalies. This device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. A definitive root cause cannot be determined with the information provided.